Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a clinical study pt experienced a high intraocular pressure. It was treated by anterior chamber paracentesis and medication (unspecified); and the event resolved. The surgeon reported the event was related to the procedure and not the lens. No further information is expected.